Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited varying right ventricular pacing impedance measurements. It was reported that the impedance value intermittently exceeded the normal range. Attempts to create noise on the electrograms were unsuccessful with pocket manipulation.